Event description:
Additional information was received. They reported that they did not think the lead moved. The symptoms have resolved. No further co mplications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by an advanced evaluation trial patient regarding an external neurostimulator (ens) for urge incontinence and non-obstructive urinary retention. It was reported has some soreness from surgery. Trial patient stated that they had felt a pain earlier but then increased stimulation and this helped. Trial patient stated that when they were increasing stimulation, they had pain in tailbone, but their bladder was not in any pain. Then if they decrease the stimulation, they felt the pain again in bladder and the tailbone pain subsides. They thought it was just soreness at the incision site. Moreover, trial patient stated that they thought they had a stomach virus, as their bowels had been messed up all day. They had to use the bathroom quite a few times this morning. Trial patient mentioned that they were not as sore as yesterday, but they felt the soreness in their tailbone. They stated that they were stressed, because their back was tense and they felt the stimulation more, with some twinges. Furthermore, trial patient stated that today they voided in a public restroom without any concentration and that has always been a huge symptom of trial patient. Trial patient was currently on program 4 with the stimulation of 1.8 and comfortable. Trial patient was advised to follow up with their healthcare professional (hcp). Trial patient stated that they had bladder pain again. They had called their hcp and they think their lead may have moved. Trial patient stated that they had a long day and their pain was awful. The trial patient stated they were being treated for pain and the pain started coming back on (B)(6) 2019. No further complications were reported or anticipated.